Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called from hospital to report a hospitalization due to diabetic ketoacidosis. Customer is pregnant. The blood glucose reading is 343 mg/dl. Customer was vomiting. Customer treated with IV insulin drip. During troubleshooting, the manual prime is correct. Insulin exits the tubing. Time and date are correct. Programming is correct. Nothing further reported.